Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks easily. No patient harm was reported.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch, nevertheless, another complaint has been received from the same country but different end customer at the same time. We manufactured and distributed (B)(4) units of this batch, there are no units in stock in b. Braun surgical warehouse. Without samples we are not in position of studying if the affected product does not fulfil the specifications. However, we have reviewed the batch manufacturing records, this product had a normal process and the results during the process fulfilled b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product into the market were 3.64 kgf in average and 3.05 kgf in minimum and fulfilled the requirements: 2.24 kgf in average and 1.33 kgf in minimum. Needle bending strength test results conducted on needles of the same raw material batch as the used in this product in stock do not fulfil the product specifications. Minimum result obtained is 15.16 nxcm and the specification is 15.30 nxcm in minimum. Taking into account that the results of the needles tested do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.